Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date approximately one year ago, a mitraclip procedure was performed off-label to treat severe tricuspid regurgitation (tr). The clip was implanted successfully with tricuspid valve gradient of 2 and tr reduced to mild. On (B)(6) 2025, the patient returned with heart failure symptoms, recurrent tr grade moderate/severe and a tricuspid valve gradient of 7mmhg. It is thought the stenosis is due to the patient underlying conditions. No tissue damage was observed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lhr review was not performed because the lot information was not provided. The reported off-label use of the device was associated with the mitraclip device being used on the tricuspid valve to treat tr. Additionally, the reported tricuspid stenosis and tricuspid valve. Insufficiency/regurgitation resulting in heart failure are due to the patient underlying conditions. Heart failure is a known possible complication associated with mitraclip procedures. Hospitalization was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: h6 health effect-clinical code: 1965 mitral stenosis. Codes added: h6 health effect-clinical code: 2113 tricuspid stenosis.